Manufacturer narrative:
Actual device was not available, customer had no record of lot number, manufacturer investigation report on representative sample only.

Event description:
During local anesthesia procedure, the employee tightly secured the needle to the syringe, the cap did not click in place, the employee handed the needle to the surgeon, and the surgeon had a needle stick injury with a used needle. Exposure lab work was done. No prescription drugs were ordered. No further information has been provided. Other device used during procedure: covidien needle 22gx1-1/2", lot # 417487c and lot#512132x.